Event description:
The implant failed due to pt bone condition and health habit. The implant was placed at #6. Good oral hygiene. Moderate bone condition. Bone grafting material used.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.